Event description:
It was reported that the pump battery was not charging, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) lit was reported that the pump battery was not charging, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Troubleshooting with tandem technical support indicated that pump battery was functioning as intended, and the shutdown was due to the customer letting the battery deplete without charging. The customer continued to use the pump for insulin therapy. Evel. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Troubleshooting with tandem technical support indicated that pump battery was charging normally, and the shutdown was caused by a low battery. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text: device not returned.